Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that an air embolism and st segment elevations were noted. During an atrial fibrillation case, the physician noted air going through the line on the farawave ablation catheter. The air could also be seen on intracardiac echocardiography (ice) in the left pulmonary veins and the aorta. At that time, st elevations were also noticed. The air embolism was confirmed by ice. Medical intervention provided was aspiration of some of the air from the left pulmonary veins using the faradrive sheath. An interventional cardiologist was also brought in and they got access and aspirated the rest of the air in the aorta. The patient was reported to be in stable condition. A non-boston scientific catheter was used for mapping. Farapulse system was used for ablation. The device is not expected to be returned for analysis. Medwatch#: mw5176934.